Event description:
Facilities have reported occurrences of holes in the clx satellite bags of the pall medical leukotrap rc pl collection sets. According to pall medical, the holes are a result of excess solvent on the plastic plug inserted into the fill lines (tubing through which the additives and anticoagulant are added to the collection set) that occurs during the manufacturing of the collection sets. During the assembly of the collection set, solvent is applied to the plastic plug and the plug is inserted into the fill lines. The solvent bonds the plug and lines together. When the fill lines are tucked in between the additive bag and the clx satellite bags during packaging, the excess solvent may cause the fill line plugs to adhere to the clx satellite bags during packaging, holes are occurring when staff is separating the fill line plugs from the satelite bags.